Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Tandem technical support made multiple attempts to follow up with customer, but was unable to do so. Customer¿s blood glucose level was 156 mg/dl.